Manufacturer narrative:
The defective front bezel was returned for failure analysis. Previous investigations have shown that the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
B4: 04sep2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing.

Manufacturer narrative:
(B)(6) 2021.

Event description:
It was reported to philips that the device had a defective nav-ring. The device was not in clinical use at the time of the event. There was no report of patient or user harm.